Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The vent engine was replaced to resolve the reported issue. No patient information provided after calls to reporter (B)(6) 2020.

Event description:
The hospital reported a malfunction of the adjustable pressure limit valve causing an over delivery of pressure in manual and mechanical ventilation mode. There was no report of patient injury.